Event description:
Bucky lock in ER failed to lock in position. When the tech moved it for a radiology procedure, arm rotated flat and was caught by the tech, but it struck the patient in the shoulder and frightened the patient. The patient was crying, but there was no apparent injury.